Manufacturer narrative:
Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. However, unit display froze at the end of the displacement test followed by an unexpected constant audio tone. Problem isolated. Unable to verify low battery alarms due to frozen screens. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpectedly but indicates no specific alarm. Customer also indicated that the keypad buttons are not responsive and there is a constant audio tone coming from the pump that cannot be cleared. Customer's blood glucose was 89 mg/dl at the time of incident. Troubleshooting was done for keypad but the buttons will not respond. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.